Event description:
Pt fell ill on the way to dialysis. Family member took pt to hospital where pt fell into a coma where they remain today. Pt had difficulty breathing, fever and blood pressure problems after having the cypher stent put in.